Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient had an endovascular sealing system implanted on (B)(6) 2012. Reportedly, the patient had a laparoscopy done and confirmed an endoleak 3b in the graft. The physician elected to do an open procedure and explant the device. The patient is doing well.

Manufacturer narrative:
Based upon the product return, the reported type iiib endoleak has been confirmed. A photo of the explanted devices indicated that the material might have been cleaned with alcohol, as the white ptfe had become translucent making it difficult to assess the fabric. [This happens when the ptfe is wetted with alcohol, which in turn breaksthe hydrophobic barrier. Once the ptfe is dried, it turns back to white again.] The three explanted devices were returned for evaluation. The image of three devices showed evidence of fabric defect (hole in the ptfe). There was damage mostly on the distal section of the bifurcated device, likely where the physician noticed the type iiib leak via a laparoscopic procedure; although, the report or imaging was not provided to us. Both suprarenal cuffs showed evidence of fabric breach with some involving the suture line attachment to the suprarenal crown. Several of these holes presented with blackened edges likely due to use of a cauterizing instrument during the explant procedure. There was no imaging or records available for a thorough clinical review only to identify that the concomitant use of a non endologix stent might have contributed to this event. Based upon the investigational findings and return analysis, a root cause was not definitely identified due to limited information, and therefore, identification of a design or manufacturing issue is inconclusive.